Manufacturer narrative:
This report is for an unknown elastic stable intramedullary nails/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: stenroos, a. Et al. (2020), complementary cast immobilization is not necessary after intramedullary fixation of unstable tibial shaft fractures in pediatric patients, european journal of pediatric surgery, vol. Xx, pages 1-5 ((B)(6)). The objective of this study is to compare the outcomes of complementary immobilization after esin surgery vs not using complementary casting. From january 2010 to december 2018, a total of 57 patients (14 females and 43 males; mean age of 12.1) with tibia shaft fractures were treated with titanium elastic nails system (de puy synthes, paoli, pennsylvania,united states). 29 patients had complementary immobiliztion with a mean length of cast immobilization with a long-leg cast was 5.6 weeks (4¿10 weeks).while 28 patients had no complementary cast immobilization. The following complications were reported as follows: 2 patients in no cast group suffered a refracture, 1 fell 2 weeks after primary operation, which led to 15 degrees external rotation and was treated surgically. The other fell in basketball 5 months after the primary fracture and was treated with cast immobilization. 2 patients had cast sore. 1 patient had delayed union. 6 patients had malunion. This report is for an unknown synthes elastic stable intramedullary nails (esin). A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).